Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite, lot 1034459 on (B)(6) 2012. The pt reported a urinary tract infection on (B)(6) 2012. The pt was treated with antibiotic, cipro x 10 days starting (B)(6) 2012. The infection resolved on (B)(6) 2012. The physician assessed the event was as mild severity and definitely not device related. The pt was injected with 1.0 cc of coaptite lot #1034615 on (B)(6) 2012. On (B)(6) 2012, the pt reported having back surgery. The physician assessed the event as mild and definitely not device related.

Manufacturer narrative:
At the time this report was received, the pt's urinary tract infection had resolved. The device history records for the two lots were reviewed. All required testing specs were met prior to release with no abnormalities noted.